Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v976346, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# va005n5, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v426080, implanted: (B)(6)2012, product type: lead. Product ID: 3888-33, lot# v941616, implanted: (B)(6)2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-56, lot# v976346, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# va005n5, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v426080, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v941616, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was in for a reprogramming because they wanted separate programs for each leg. A manufacturer representative was able to accomplish this but contacts 0 through 7 were showing >10 ,000 ohms during an impedance check. These leads were for peripheral nerve stimulation. The patient was feeling stimulation in their left back on these contacts. Contacts 8 through 10 were also greater than 10,000 ohms but they were able to get individual leg programs using contacts 11 through 15. The cause of the impedances was unknown. Reprogramming was successful and the patient was receiving effective therapy. A week later the patient met with the manufacturer representative again for adjustments. Impedances for electrodes 0,1,2 ,3, 4, and 11 were out of range. They were able to get back most of the patient's coverage minus their left back because that lead was completely out. The patient was going to decide if the coverage was good enough and if not they would consider a lead replacement.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that the patient's implantable neurostimulator (ins) had wires that came off (B)(6) 2015, and the patient had to have surgery on (B)(6)-2015, (B)(6)-2015 to fix it. It was noted that the patient had two inss; one for the lower back and one for the upper back. It was clarified that the procedure and issue was for the lower back. The patient stated that the malfunction was from the implant or placement of the wires. In addition, the patient stated the healthcare professional thought he had to do one incision to fix the problem, but had to do six incisions. A manufacturer representative had tried doing adjustments several times before the patient saw the neurosurgeon. A second manufacturer representative had also tried doing adjustments. The consumer reported that both manufacturer representatives became aware of the issue in (B)(6) 2015. Additional information received from the manufacturer representative clarified that the previous report of the lead was completely out had referred to the contacts with impedances greater than 10,000 ohms. It did not mean the lead was out of the patient's body or anything like that, it just meant that the impedance values were out of range and the patient was not getting stimulation when those contacts were turned on. The manufacturer representative also reported that the patient was referred to a surgeon for lead revision as a result of the high impedances identified in (B)(6) 2015. Based on the manufacturer representative's notes, it was understood that the patient had four leads removed, and the four leads were replaced with a surgical lead and two new peripheral leads. Additional information received from a manufacturer representative regarding the patient's report of the wires came off reported that the manufacturer representative was unaware of any other issues with the lead other than the high impedances. It was thought that the patient may have just repeated what the manufacturer representative had stated when they met and found the high impedances. It was further reported that the manufacturer representative did not know when they became aware of the surgical lead revision. The manufacturer representative had not been present for the surgical procedure, and the manufacturer representative had no idea when they became aware of the patient having gotten a new lead placed. If additional information becomes available, a follow up report will be s ent.